Manufacturer narrative:
Concomitant medical products: 5568-4 lead, implanted (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased impedance over the past 15 months. The lead remains in use. No patient complications have been reported as a result of this event.